Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. External insulation abrasion was noted at 21.6 - 21.8 cm from the connector pin consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.